Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: the dual role of implantable loop recorder in patients with potentially arrhythmic symptoms: a retrospective single-center study. Pace 2009; 32: 908-912. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icm). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that one patient developed a post procedure infection necessitating the explant of the icm. The article also reports one patient required icm removal due to pain. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.